Manufacturer narrative:
(B)(4). The reported product is an unknown baxter minicap. This report involves a patient who experienced cloudy peritoneal effluent in the context of peritoneal dialysis. While there was no peritonitis reported, it is currently unable to be ruled out as a cause for the reported symptoms. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow up report will be submitted. This is same patient as in (B)(4).

Event description:
It was reported that a patient experienced cloudy effluent (presumed to be possible peritonitis) coincident with continuous ambulatory peritoneal dialysis therapy. The patient was hospitalized for the event. Seven days later, while hospitalized, the patient experienced an unspecified bowel infection. Treatment for the event was not reported. The patient was discharged from the hospital after eleven days. On an unreported date, the patient recovered from the events. Dianeal and extraneal therapies were ongoing. No additional information was available at this time. This is report 3 of 3 involved in this event.